Event description:
It was reported that episodes of rv oversensing were observed on a remote transmission. After detailed review of the transmission and episodes, it appeared to be noise. Fluoroscopy was performed and no anomaly was noted. On (B)(6) 2022, the right ventricular lead was capped and replaced. The patient tolerated the procedure well.